Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d224drg, ICD implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the thresholds on the right ventricular (rv) lead had been steadily rising over the last six months. The pace/sense portion of the lead was capped and replaced and the high voltage portion of the lead remains in use. No patient complications have been reported as a result of this event.